Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the when the patient moved her head the extensions were tugging on the ipg site. As such, surgical intervention took place on (B)(6) 2026 wherein the physician loosened up the extensions at the ipg site to address the issue. Reportedly, issue was resolved post op.